Event description:
It was reported that a junior doctor attempted a yag capsulotomy while the lumenis selecta trio laser was set in slt mode. It was further reported that the doctor realized the error, changed the mode to yag and completed the procedure. The patient reportedly sustained significant scotoma. Visual acuity is reported to have changed from 6/12 to 6/9.

Manufacturer narrative:
No device malfunction was reported; therefore no examination of the subject device occurred. Subject device malfunction is not the suspected root cause of the event reported. A review of subject device labeling found the following precautionary statements: laser mode - "the remote control screen will change to reflect all of the treatment settings available in the selected laser mode." Verify the laser aiming beam accuracy - slt - "warning - verifying the aiming beam is extremely important for the safe operation of your laser equipment. Do not use the laser if the aiming beam is not visible. Ensure that it is a clear circular shape, with no part of the beam missing. Operating the laser without the aiming beam or with a poor aiming beam may result in laser exposure to non-target tissue and possible injury. Warning - correct optical alignment is critical for accurate aiming of the equipment. This pre-operative procedure should be performed daily." Verify the laser aiming beam accuracy - yag - "warning - verifying the aiming beam is extremely important for the safe operation of your laser equipment. Do not use the laser if the aiming beam is not visible. Operating the laser without the aiming beam may result in laser exposure to non-target tissue and possible injury. Warning - correct optical alignment is critical for accurate aiming of the equipment. This pre-operative procedure should be performed daily." (B)(4): no device malfunction was reported.